Event description:
It was reported that the monopolar curved scissors (mcs) instrument jaws would not open, jaws stuck shut during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip cable was broken at the distal idlers. The blade would not open or close properly. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No damage was found to the distal pulleys. Failure analysis also observed pad printing removed at the tube extension. Various areas of the pad printing were missing at the tube extension. The instrument passed electrical continuity testing. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.